Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: during the procedure, when introducing the specimen in the bag. The bag breaks through the upper part and the specimen falls inside the pt's cavity. There was no danger to the pt and another bag was opened and used to complete the procedure.